Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to launch the application. A technical support specialist found that the database had crashed and the dsclientoltp was in suspect mode. As no database backup was available, an attempt was made to recover from the last backup, which also failed. Consequently, a database drop and medapp repair were performed. Upon connecting to the device, it was discovered that the pyxis application crashed and it was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.